Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that severe resistance was encountered upon coil insertion. A 6mm/6.5mm vortx¿ - 18 was used to treat the target lesion located in the moderately tortuous internal thoracic artery. During introduction, after the target lesion has been approached with a renegade 2m microcatheter, severe resistance was encountered when the physician attempted to insert the device into the microcatheter. The coil was inspected and it was observed that the device was unraveling outside the distal tip of the introducer. The procedure was completed with another of the same device. No complications were reported and the patient's status was good. However, device analysis revealed that the coil was broken.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual inspection was performed. An attempt was made to remove the coil from the introducer but a resistance was encountered. The introducer was cut, however the coil was unable to be fully retrieved from the introducer. There was blood present on the fiber bundles. The device was soaked in hot water in order retrieve the coil. Following this the coil was successfully retrieved. The coil was observed to be stretched, kinked and broken upon inspection. Microscopic inspection revealed that the base zap tip shape and surface was smooth. Apex zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as intermittent flush was used during the procedure. The dfu states: ¿in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen." (B)(4).